Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, a message from the or came as the foley catheter inflation valve has come loose.

Event description:
It was reported that during use, a message from the or came as the foley catheter inflation valve has come loose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.